Event description:
It was reported that the patient reported receiving two shocks. The egms showed noise on the sense/pace portion of the lead. The lead was capped and replaced.

Manufacturer narrative:
Na